Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Based on additional information that was obtained, only a single set of results reported initially were actually discrepant. Sample 16, with rubella igg from the e module of 23.39 iu/ml and 24.19 iu/ml, and from the immulite of <5.0 iu/ml are actually discrepant. All other immulite results were indeterminate, and therefore not discrepant. Also, 23 samples were provided to the manufacturer for investigation. Of these, 10 samples recovered positive for rubella igg. These positive results were further confirmed by neutralization assay. It is unknown whether any of these 23 samples were samples included in the original complaint. The customer results from the modular analyzer were confirmed to be reliable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user had 10 samples that generated negative rubella igg results on the immulite analyzer and generated positive results on the e module (B) (4). All results are in iu/ml. Sample 1 immulite result was 8, e module result was 25. Sample 2 immulite result was 7, e module result was 14. Sample 3 immulite result was 9, e module result was 14. Sample 4 immulite result was 8, e module result was 70. Sample 5 immulite result was 9, e module result was 25. Sample 6 immulite result was 9, e module result was 58. Sample 7 immulite result was 8, e module result was 53. Sample 8 immulite result was 9, e module result was 128. Sample 9 immulite result was 8, e module result was 42. Sample 10 immulite result was 8, e module result was 57. A correlation was performed where 12 samples were repeated on an e module at another site, and then repeated on the immulite analyzer. Of the data provided, the results for 9 samples were discrepant. Sample 11: initial e module result was 13.52, repeat results were 13.45 and 9. Sample 12: initial e module result was 58.21, repeat result were 59.93 and 9.04. Sample 13: initial e module result was 24.44, repeat results were 24.49 and 8.75. Sample 14: initial e module result was 70.47, repeat results were 70.01 and 8.34. Sample 15: initial e module result was 24.3, repeat results were 23.62 and 8.06. Sample 16: initial e module result was 23.39, repeat results were 24.19 and <5.0. Sample 17: initial e module result was 128.2, repeat results were 125.8 and 8.51. Sample 18: initial e module result was 55.69, repeat results were 54.33 and 8.4. Sample 19: initial e module result was 41.67, repeat results were 43.35 and 8.4. No information was provided to determine if the erroneous results were reported or if the patients were adversely affected. The rubella igg reagent lot number was 156388.